Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting procedure stent damage was observed. The lesion being treated was unknown. The site reported that excessive force was used when removing the stent from the package, and while inserting the device into the patient, the shaft broke into two pieces. The site confirmed that the shaft broke with 20-30cm still outside the patient. The device was removed with no complications to the patient. The procedure was completed with another of the same device.